Event description:
It was reported the event occurred during cardiac surgery. The insertion site was the femoral artery. During removal of the guide wire, difficulty was encountered. When the guide wire was extracted, the surface appeared to be broken at the distal part.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.